Event description:
In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 2 months. The explanted device was replaced with an edwards bioprosthesis valve. Based on the follow-up with the health-care provider, the explant was due to endocarditis, source is unknown. The health-care provider also added that the explant was not related to any device malfunction or quality deficiency. The subject device has been discarded. No other details reported.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. Endocarditis is an infection of a native or prosthetic valve/ring and is an indication for valve/ring replacement. It may occur early or late after valve/ring replacement and typically results from either seeding of the valve/ring with bacteria at the time of surgery by the operative team or at a later time by an infection elsewhere in the body. There are multiple redundant manufacturing controls that insure the sterility of the valve/ring as provided to the hospital. In this case, per the health-car provider, the explant was not related to any device malfunction or quality deficiency. The explanted ring was replaced with an edwards bioprosthesis valve. No further actions are possible with the available information.